Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the devices were not returned to bsn.

Event description:
A report was received that on the second day of the trial, the patient started feeling disoriented, very sleepy, and felt weak. It was also reported that it was due to correlating health concerns. The physician performed an early lead pull. No device malfunction was suspected.